Event description:
The customer contact reported a leak. The tubing set was connected to the patient's peripherally inserted central catheter (PICC) and was being used to deliver an unspecified volume of total parenteral nutrition (tpn), at an unspecified rate, via a plum pump. After an unspecified length of time, the patient's parents noted a pool of fluid on the floor. The volume of solution that leaked was contact reported that solution had leaked from a hole below the cassette, between the pump and the patient's PICC line. It was reported that the hole was big enough to see the slow drip coming out of it. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
One used device was received and investigated. Testing found a pin hole 45 inches distal to the cassette that leaked solution when gravity primed. The probable cause was due to the cut and coil machine manufacturing process. This report represents all the information known by the reporter upon query by hospira personnel.